Event description:
Pt underwent cataract surgery in 2001, and implantation of a staar model cq-2005v intraocular lens in the left eye. During the lens manipulation, the lens flipped into the bag and became twisted and tore the capsule. The lens was removed, an anterior vitrectomy was performed and an another lens was implanted. Preop va was 20/40+2 and postop va was 20/50+1. Pt has some edema and is taking econopred which should clear the edema up. Pt is to return to the doctor's office for routine follow up.